Event description:
The customer reported erroneous and incomplete differential results for one pt when using the coulter act 5diff autoloader (al). There were instrument generated messages with the test results. No erroneous test results were reported out of the lab and there was no change to pt treatment. The same sample was run on a different instrument and generated a normal differential result (with a ly blasts instrument flag). The customer considers this differential result correct. The customer performed a manual differential to confirm (manual diff results not provided). No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The field service engineer (fse) replaced the diff fix reagent and also found a small blockage in the flow cell. In addition, the flow cell pathway was cleaned, adjusted the differential and verified the instruments performance. The root cause for the reported event was a partial blockage in the flowcell pathway. Note: the instrument generated instrument flags that prompted the customer to further review the specimen.